Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing intermittent cartridge alarms occurred during insulin delivery. Ultimately the customer reverted to an alternate method of insulin therapy. Customer blood glucose (bg) was ¿high¿; although specific value was not provided. Elevated bg was address by a correction bolus via the pump.